Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation. The physician assessed the lead had most likely moved at some point based on imaging results and needed to be revised. The patient underwent a revision procedure where the lead was replaced. The patient was doing well post-operatively. The explanted lead was retained by the facility and was not returned to bsc.